Manufacturer narrative:
The device was returned for evaluation. Method, results, and conclusion codes updated. The device was returned for evaluation. A review of the returned bandage found no visible foreign matter, effects of damage to bandage or cold seal. Complaint history for the last 24 months was reviewed for the defined failure code for the product's global sales code (gsc) of sxj. No trends were observed.

Manufacturer narrative:
Age or date of birth, weight, ethnicity, race: this information was not provided. Lot #, expiration date: lot # provided was 186935rev-01. This is not a valid lot code; therefore, expire date unknown. Clear waterproof bandages have a 5 years shelf life. Reporter: initial reporter's full physical address and email address was not provided. Occupation: initial reporter's occupation was not specified. Manufacture date: a valid lot # was not provided; therefore, manufacture date is unknown. The device has been not returned for evaluation, though requested by 3m. Complaint history for the last 24 months was reviewed for the defined failure code for the product's global sales code (gsc) of sxj. No trends were observed. The product will be evaluated and a follow up report will be submitted if product is received.

Event description:
A female customer (age not specified) applied the referenced bandages to her left cheek to cover a surgery wound. The woman applied the bandages to cover the partially healed wound while going into water. The bandages were used for a couple of weeks. Bandage adhesive placement was not rotated during application. No ointment or creams were being applied to the wound site. On (B)(6) 2019, the woman alleged noticing her skin underneath the bandage was bright red upon removal. She reported the bandage was removed gently. The reddened skin was reported to be in the shape of the bandage adhesive. No bumps were present. No known allergies were specified. The woman discontinued use of the bandages. The woman alleged the skin surrounding the bandage application area developed a bright red rash which spread. She consulted a dermatologist on an unspecified date. The dermatologist recommended hydrocortisone 2.5% topical be applied over the affected area. On (B)(6) 2019, the woman reported the affected area was clearing up with one day remaining on prescribed hydrocortisone.